Event description:
Procedure performed: radio frequency ablation of uterine fibroids. Event description: trocar was used during a radio frequency ablation of uterine fibroids. The [non-applied medical device] from [company name] was introduced through the trocar port and caught the edge of the trocar pushing the plastic piece into the abdominal cavity. The [non-applied medical device] is typically a percutaneous device but is used through a trocar at times (per the [company name] representative). The device is very sharp. The patient was notified of the event and there was no patient injury. The hospital saved the trocar and additional trocar sleeve from the case. The product is available for return. Additional information received from applied medical representative via email on 20feb2024: the portion that was pushed into the abdominal cavity was not a portion that I have ever seen detached when looking at a trocar ¿ it was a small, clear plastic funnel type of piece that sits within the seal, above the opening to the cannula. This clear plastic piece was what broke and was pushed into the abdominal cavity. I would describe it as a clean break as it was all intact. There was one edge that looked slightly jagged where the instrument nicked it and dragged it down the cannula. I was not present at the case, so I did not see the trocar insertion however, there was no mention of any issues with inserting the trocars during the case. This was not a robotic case. Additional information received from applied medical representative via email on 21feb2024: yes, the piece was the shield and it was retrieved from the patient. It was the entire shield that was dislodged. The customer has the trocar and the shield that was removed from the patient. They also took apart a different trocar that was used in the case to see if the plastic shield was in fact part of the trocar and have those pieces saved as well. I do not believe anything was cut in order to inspect the product. Type of intervention: the hospital saved the trocar and additional trocar sleeve from the case. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: radio frequency ablation of uterine fibroids. Event description: trocar was used during a radio frequency ablation of uterine fibroids. The [non-applied medical device] from [company name] was introduced through the trocar port and caught the edge of the trocar pushing the plastic piece into the abdominal cavity. The [non-applied medical device] is typically a percutaneous device but is used through a trocar at times (per the [company name] representative). The device is very sharp. The patient was notified of the event and there was no patient injury. The hospital saved the trocar and additional trocar sleeve from the case. The product is available for return. Additional information received from applied medical representative via email on 20feb2024: the portion that was pushed into the abdominal cavity was not a portion that I have ever seen detached when looking at a trocar ¿ it was a small, clear plastic funnel type of piece that sits within the seal, above the opening to the cannula. This clear plastic piece was what broke and was pushed into the abdominal cavity. I would describe it as a clean break as it was all intact. There was one edge that looked slightly jagged where the instrument nicked it and dragged it down the cannula. I was not present at the case, so I did not see the trocar insertion however, there was no mention of any issues with inserting the trocars during the case. This was not a robotic case. Additional information received from applied medical representative via email on 21feb2024: yes, the piece was the shield and it was retrieved from the patient. It was the entire shield that was dislodged. The customer has the trocar and the shield that was removed from the patient. They also took apart a different trocar that was used in the case to see if the plastic shield was in fact part of the trocar and have those pieces saved as well. I do not believe anything was cut in order to inspect the product. Type of intervention: the hospital saved the trocar and additional trocar sleeve from the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of event , it is likely that the dislodged shield and fragmented septum were caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".